Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The catheters were irrigated, no occlusions were noted. The valve was leak tested, the valve leaked from the needle holes in the needle chamber. The valve was reflux tested, the valve failed the test. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832, with lot cvgb7n, conformed to the specifications when released to stock on the 5th july 2016. (B)(4) parts released to stock. Review of the history device records for the bactiseal catheters was not possible as the lot number was unknown. The root cause for the pressure problem found during investigation is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No problem found with the bactiseal catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt implanted and found not working.